Event description:
During a case, the clinician reportedly noted that te pt was exhibiting signs of inadequate depth of anesthesia. The clinician switched the pt to a different anesthetic agent and completed the case with no further reported complaint. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.